Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray result: post op CT shows extravasation of cement from vertebral body into the peri spinal plexus and pvc. No CT of chest is provided to r/o pulmonary or arterial embolism. This is a known complication of kyphoplasty. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery at l2 due to compression fracture of l2 vertebral body. Post-op, the cement leaked outside of the vertebral body. The patient had a slight arrythmia that had resolved. Patient still had slight rib pain that the surgeon believes could be from positioning on to the operation table. Doctor was concerned about preventing cement from breaking off and causing a pulmonary embolism or travelling into the heart. From CT scan it was found that the cement had leaked outside of the vertebral body and travelled about 4cm inside the vena cava. Patient symptoms resolved and the patient is having no other symptoms.